Manufacturer narrative:
(B)(4). The incident pencil was discarded by the customer and is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the button was sticking when pressed. There was no patient injury. The incident pencil was discarded and is not available for evaluation.